Event description:
It was reported that the ventilator failed safety valve test during pre-use check. During inspection of the device liquid presence was noticed inside the device. There was no patient involvement. Manufacturer's ref. #: (B)(4).